Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 403 mg/dl. Customer had abdominal pain and positive results in ketone test. Customer mentioned that insulin pump had insulin flow blocked alarm but customer refused to perform troubleshooting for the issue. Insulin pump will not be returned for analysis.